Event description:
It was reported the patient was confused and had poor peripheral vascular conditions, and underwent PICC catheterization according to the doctor's instructions at 09:47 on (B)(6) 2024. After the puncture was successful, the guide wire was inserted and broke. The guide wire was immediately withdrawn and could not be removed. The puncture needle was pulled out and the guide wire was removed. After the wire was inserted, it was found that the head end of the guide wire was bent, and there were separation and fractures of about 6cm in length to varying degrees. The puncture site was then changed and the catheter was reinserted, and the infusion was smooth, prompt treatment did not cause harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.